Event description:
Fmc canada reporting internal "blood leak", visible in the dialysate. Patient treatment was stopped and extracorporeal circuit was discarded. Estimated blood loss 300 cc with no reported adverse effects or medical intervention. Dialysis treatment restarted with another dialyzer set up without further incident. MDR filed due to reported blood loss. Complaint sample not available for evaluation.